Event description:
According to the reporter, in a laparoscopic inguinal hernia repair, during the inflation of the dissection balloon, the balloon made a strange whistling noise, would not inflate, and leaked gas/air. Five trocars had the same issue. The replacement of the port required more operative time. The surgeon did the dissection manually instead.

Manufacturer narrative:
D10 concomitant products: smsbtovlx - sm pro smsbtovlx access dissector system, lot# p3m0746 smsbtovlx - sm pro smsbtovlx access dissector system, lot# p3m0746 smsbtovlx - sm pro smsbtovlx access dissector system, lot# p3m0746 smsbtovlx - sm pro smsbtovlx access dissector system, lot# p3m0746 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the surgeon pumping the balloon numerous times and the balloon would not inflate. While attempting to inflate the balloon a strange noise can be heard. The surgeon then says to the camera that this is the fifth instrument to have this failure. It was reported that the balloon would not inflate, instrument made strange noise and leaks. The reported issues were confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.